Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information obtained: surgeons stated that due to the patient¿s anatomy and excess colon tissue from stricture the case was extremely difficult. This contributed to the device breaking. The surgeon squeezed the closing trigger and was able to close the device, but heard a loud click. The surgeon then proceeded to fire the device and heard another loud click. At this point the firing trigger did not detach from the device, but was moving around loosely. The surgeon commented that some staples were fired, but no information was available about the shape of the staples. When the surgeon was removing the device from the patient, it was noted that the reload appeared to be dislodged, but was not completely detached from the device.

Event description:
It was reported that during an open low anterior resection (lar) procedure, the device was used to make a transection distally on the colon. After trying to close the closing handle the handle broke. After colon resection was removed and investigated it was noted that mass of tissue was extremely thick. The surgeons were confused why tissue was so thick and made a comment that they believe that was the reason the device failed. No complaint was made after this finding was made during investigation of colon resection. After the case the surgeons noted that the thickness of tissue is what caused the device to break. The surgeons requested the use of a different device with black gst reloads. They were able to transect the colon properly. This resulted in a successful bowl resection. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m53d3g. The analysis results showed that the tx60g device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.